Event description:
It was reported the rigid video scope exhibited an scope communication error code e218. The issue was observed during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Device evaluation did find the device had no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the error code 218 was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. The most probable cause of the device having no image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.